Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners were noted during a visual inspection. An alarm occurred due to a software error.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading nor whether the device had been exposed to moisture. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.